Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having problems with the bowel part, they hardly have enough time to make it and they sometimes have an explosion in the car. Patient said they would like to try turning therapy off to see if that would help their bowel symptoms or not. Patient asked if they could call back to patient and technical services (pats) for assistance to use their equipment to turn therapy off and see how things were without it but their equipment was not charged at the time of the call. Patient services reviewed to allow their equipment to charge, pats hours and confirmed they could call back later on for assistance. The patient was redirected to their doctor. Other information patient mentioned during the call: patient stated one of their doctors told them to take a half tab of imodium at night to see if the patient would have a bit of a stool and it worked for a little while. Patient also mentioned they went to the emergency room on (B)(6) for something else and they did a culture and found e-coli in their urine and the ER doctor thought it was because of the bowel issue. Patient stated they would charge their equipment and call back for assistance to turn stimulation off.